Event description:
It was stated by the nurse that the customer was hospitalized for low blood glucose levels. The nurse reported a blood glucose reading of 55 mg/dl. Troubleshooting revealed that the customer was new to insulin pump therapy. The bolus history revealed that the customer had delivered a bolus during dinner time when her blood glucose reading was 52 mg/dl. Also found that the customer changed the infusion set on the day prior to the event, but she did not rewind the insulin pump. Due to her inexperience, advised the customer to remain on a backup plan until she gets further training.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.